Manufacturer narrative:
(B)(4). Investigation summary: medical records (ad 5/15/2018) reviewed. There are no allegations provided of patient injury or product failure, nor report of a revision surgery. Does not meet the definition of a complaint: information has been reviewed and determined that this non-product issue record does not meet the definition of a complaint per scp-1403 attachment a in that there is no alleged device and / or procedure deficiency at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney. Depuy attune size 7 left femur, size 7 tibial plate, size 6 mm size 7 tibial rp poly, next size 41 mm anatomic patella.

Event description:
Received medical records on 5 may 2018. The records contain implant information for bilateral attune knees. No allegations are provided for patient injuries or product failures, nor are there reports of revision surgeries at this time. This complaint will address the left knee. (B)(4) will address the right knee. Doi: (B)(6) 2016 dor: unknown; (left knee). The medical records received on 06/13/2018 were reviewed on 07/27/2018. After review of the medical records for MDR reportability, on (B)(6) 2018 the patient had left knee revision arthroplasty to address instability and loosening of the tibial component. The cement manufacturer is unknown. Doi: (B)(6) 2016; dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary medical records (ad (B)(6) 2018) reviewed. There are no allegations provided of patient injury or product failure, nor report of a revision surgery. Does not meet the definition of a complaint: information has been reviewed and determined that this non-product issue record does not meet the definition of a complaint per scp-1403 attachment a in that there is no alleged device and / or procedure deficiency at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).